Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards learned patient underwent aortic valve replacement due to symptomatic aortic valve stenosis and coronary artery bypass grafting (CABG) x 1. Intraoperative findings revealed good quality and good caliber conduit and target. The patient was weaned off cardiopulmonary bypass with ease and only low-dose inotropic support. Once stable off bypass, tee demonstrated a newly placed valve and there was only tiny trace of perivalvular leak. The patient was also noted to have preserved lv function. Post operative course was complicated by complete heart block. Patient had epicardial pacer wires placed that failed consequently and placed fixation temporary pacer wires in the neck. Her rate did not return after several days. Patient continued in complete heart block and the patient underwent permanent pacemaker implantation. Patient did well throughout the remainder of hospital course, and was discharged to another facility for rehabilitation and care on post operative day seven.

Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Arrhythmias and conduction disturbances are also common after surgical repair or replacement of the tricuspid and mitral valves due to the proximity of the conduction pathways. In this case, there was allegation of possible device involvement and the patient received a permanent pacemaker. The device was not returned to edwards for evaluation as it remained implanted. The root cause for the event remains indeterminable. Additional follow up is in progress and if new information is received, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23 mm pericardial valve implanted, received a pacemaker post-implant. It is unknown how long the valve was implanted prior to receiving the pacemaker. No other details were provided.